Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the impedance on the lead increased from 1500 ohms to 2200-2500 ohms. The lead is still in use. It was reported that on (B)(6) 2010: "a new device was attached to the lead in question, resulting in same measurements. Physician determined the impedance was related to the patient, not the lead or device. No complaints, concerns, or complications were reported". No patient complications have been reported as a result of this event.